Manufacturer narrative:
Reporter is a j&j employee. Implantation date is (B)(6) 2021. This report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon successfully removed ankle hardware from an ankle. The reason for removal was ¿symptomatic hardware.¿ total 8 screws and 1 plate were removed. The hardware was originally placed by surgeon. No other information is currently available. There was no patient consequence. This report is for one (1) unk - screws: cortex. This is report 4 of 9 for complaint (B)(4).